Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarms for upstream occlusion even after upstream clamp is removed and the downstream occlusion is damaged. There was unknown patient involvement.

Manufacturer narrative:
Received one device. Customer concern confirmed, unit does not occlude when crimped. Replaced downstream occlusion sensor and cam shaft to resolve issue. During investigation found the unit was non-responsive and required a main printed wire assembly (pwa) to resolve the issue. Replaced main pwa, cam shaft, downstream occlusion sensor (dso), upstream occlusion sensor (uso) to resolve issue. Performed dso/uso sensor calibration. Performed performance verification tests (pvt), unit passes all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.